Manufacturer narrative:
Service representative troubleshooted and found surge suppressor board 24v missing, causing k1 not to energize. Ordered surge suppressor board and power board also suspected. 05-24 replaced surge suppressor. Tested unit and unit is powering on and off with no problem. Unit is working as intended.

Event description:
Customer reported no power to system.